Event description:
Aaa endovascular procedure was initially planned for left ipsilateral delivery, but the first angiogram revealed an extremely tortous and stenotic left common iliac. The physician decided to proceed with a right ipsilateral delivery and placement of a converter and an occluder in the left common iliac. Pt had a 10 cm aneurysm with a short, angled infra-renal aortic neck. The main body graft and the ipsilateral leg were deployed without complications. While the converter was being placed the pt's blood pressure dropped to 30, then 20. The physician believed the aneurysm had ruptured, which was confirmed when pt was converted to an open repair. The pt went into cardiac arrest from excessive blood loss and subsequently expired in the operating room.